Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the machine shut down and stated "water level low." The nurse checked the catheter and notice it was leaking all over the pad under the patient. They removed the catheter and notice the prosthetic balloon was leaking. They stopped the procedure, replaced the catheter and completed the case with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."